Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the software detected and alerted the user of excessive force present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Review of the plan implants shows that the l5 implants were planned on a highly angled surface of bone which may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. A single misplaced implant often corresponds to skiving, as the registration remains intact for the remaining implants to be placed to plan. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique.